Event description:
On (B)(6) 2022, information was received from a patient representative, regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient had redness and itchiness on or around the area of the pump (right lower abdomen). The caller also reported the patient had pain that went from the side and to their back as well. The caller reported they were concerned there might be some sort of infection. The caller reported the pump also started alarming (unknown which alarm going off) and the nurse at the patient's assisted living home heard it going off. The caller confirmed the patient has not recently had any recent procedures that might be related to the alarm and the next refill date was on (B)(6) 2022. The caller has contacted the managing healthcare professional (hcp) office but the office was closed for the rest of the day/weekend. The patient had oral morphine they could take, if needed. Troubleshooting was not performed as the caller was not with the patient. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient representative (con). The patient representative reported that the patient was supposed to be refilled sometime in (B)(6) 2021 but the healthcare provider (hcp) missed scheduling that appointment and the patient's pump was alarming. The medication ran out and they could not get medication to the patient in time, and he went through horrific withdrawals and passed away. It was noted that the patient passed away due to withdrawals. The patient representative was working with the healthcare provider (hcp) and was wondering if there was anything medtronic could do to alert the hcp that they were in trouble. The patient could not hear the alarm because they were elderly. The patient lived comfortably with the pump for many years and was on extremely high doses. When the pump went empty he went into withdrawal he could not get the medication to him soon enough, so he passed away. There were no issues with medtronic but wanted to bring the idea to the engineers to maybe think of a different way the patient could be alerted. The patient passed away on (B)(6) 2022. The patient passed away in assisted living facility. The patient made an incision and removed his pacemaker on (B)(6) 2021 then the pacemaker fell out on (B)(6) 2021. It was noted the patient had dementia and was failing quickly. The patient was taking several medications but not related to their pain therapy. An autopsy was not performed. The last refill was on (B)(6) 2021. They missed their refill around mid (B)(6) 2022, then passed away on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s family member via a company representative who reported that the pump was critically alarming, and the patient had withdrawal symptoms of nausea, vomiting, agitation, and itching. It was unknown if there were any environmental, external, patient factors that may have led or contributed to the issue. The patient¿s medical history was noted to be chronic pain.